Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A new ra lead was successfully implanted. Additional information from the field indicated an increase of atrial thresholds were observed due to a micro dislodgement. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A new ra lead was successfully implanted. Additional information from the field indicated an increase of atrial thresholds were observed due to a micro dislodgement. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.